Manufacturer narrative:
An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The needle well was found to be damaged and the external soft cannula was found to be torn off from the device. Additionally, the internal part soft cannula was found to be damaged and torn. The soft cannula therefore measured shorter than expected due to the damage to the soft cannula. It could not be determined when the damage to the soft cannula occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 356 mg/dl while wearing the pod on the abdomen for between 5 and 24 hours. As treatment, a bolus correction was administered.